Manufacturer narrative:
This report was filed in error and is a duplicate of MFR report # 0001831750-2021-00969.

Event description:
It was reported the patient was not reaching the target temperature of 36. The customer confirmed the water temperature and that the blanket felt warm but the patient had not warmed in three hours. There are no reported adverse consequences as a result of this event.

Event description:
It was reported the patient was not reaching the target temperature of 36. The customer confirmed the water temperature and that the blanket felt warm but the patient had not warmed in three hours. There are no reported adverse consequences as a result of this event.